Event description:
It was reported that patient underwent primary knee procedure on (B)(6) 2003. Revision procedure was performed on (B)(6) 2012 due to anteromedial pain associated with overhang of bearing and bone spur formation. No further information has been received.

Manufacturer narrative:
The bearing was revised due to pain with overhang and bony spur impingement. The returned bearing clearly showed evidence of impingement with a deep groove worn into the side of the bearing. This would likely be caused as a result of impingement on a bony spur or cement particles. As the bony spur was removed, this is likely to reduce the damage that would be induced on a new bearing; however, it is unlikely to rectify any overhang. It was stated the bearing was revised due to pain and was associated with overhang and a bony spur. The damage observed on the bearing shows wear and deformation consistent with these events.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.